Manufacturer narrative:
The customer's calibration recovery was found to be acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer has performed additional patient comparison studies with acceptable results. She confirmed the qc recovery was ok. The field service engineer conducted performance testing with acceptable results. He confirmed the system was operational. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for two patients tested on a cobas 6000 e 601 module. The customer stated the troponin t qc on their e 601 module was recovering low. The customer performed a patient comparison between the e601 module and an cobas e 411 immunoassay analyzer. The customer determined the e 411 troponin results were correct and reported outside the laboratory. Patient 3's troponin result on the e 411 was 0.136 ng/ml, and the patient's result on the e 601 module was 0.112 ng/ml. Patient 4's troponin result on the e 411 was 0.025 ng/ml, and the patient's result on the e 601 module was 0.018 ng/ml. The troponin reagent lot number was 493961 with an expiration date of 30-sep-2021.